Event description:
In late 2007, the pt was implanted with gore tag thoracic endoprostheses to treat a descending thoracic abdominal aneurysm. In 2009, gore received images pertaining to an unspecified endoleak. Twelve days later, gore's imaging services confirmed that there is aneurysm growth of 7 mm and a distal type I endoleak. There is contrast in the aneurysm sac. The origin of the contrast unk. There is calcification in the distal landing zone, along with coils in the celiac artery and superior mesenteric artery origin.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.